Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to an unspecified bacterium. The patient was treated with unknown antibiotics (intraperitoneal) for the event. Pd therapy was ongoing. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The peritonitis event occurred on an unreported date "once before". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.